Manufacturer narrative:
Updated data: d9, h2, h3. H6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the capsule of the delivery catheter system (dcs). The valve was deployed by the galway return product analysis (rpa) lab and forwarded to the santa ana rpa lab. The valve was received in heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state. The outflow showed a slight elliptical appearance and inflow showed a reniform appearance. As received, all leaflets appeared open with a large gap between the free margins. All leaflets were dry and stiff with limited flexibility. Leaflets showed evidence of severe creases and frame imprints. Creases and imprints were also noted on the outer wrap. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the reniform inflow and elliptical outflow aspects resolving. However, the valve appeared to retain a compressed state. It is possible the retained compressed state may be associated with the valve having been loaded inside the capsule of the delivery system for an unknown duration of time. No signs of damage such as bends or kinks were noted on the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012866452, use by date: 2027-06-12, UDI: (B)(4). Image review: two images were provided for review. No computed tomography (CT) or executive summary was provided for anatomical cons ideration. No fluoroscopic valve check was provided to confirm the valve was loaded properly. An infold was detected after the second recapture and third attempt to implant the valve. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the entire system was removed and replaced. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of the transcatheter aortic valve evfxplus-26, an infold was detected after the second recapture and third attempt to implant the valve. A fluoroscopy check was performed prior to the detection of the infold and was reported as acceptable. The entire system was removed and replaced with a new delivery system and valve. The subsequent implantation was successful with no injuries or effects to the patient. No patient complications have been reported as a result of this event. Additional information was received that three recaptures were performed due to the valve slipping up despite rapid pacing. A procedural delay occurred as a result of the infold because a new valve had to be crimped. Per the physician, aortic calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon (vacs balloon).

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012866452); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of the transcatheter aortic valve evfxplus-26, an infold was detected after the second recapture and third attempt to implant the valve. A fluoroscopy check was performed prior to the detection of the infold and was reported as acceptable. The entire system was removed and replaced with a new delivery system and valve. The subsequent implantation was successful with no injuries or effects to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device received with the handle fully closed. The device was received with the nose cone over captured by the capsule. Delamination was observed over the nitinol reinforcing frame of the capsule. There was a slight bend on the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. Inner member appeared to be slightly bent. An in-house evfxplus-26 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.